Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was rushed to the emergency room due to blood glucose levels over 500 mg/dl. Prior to the event, the insulin pump gave a button error alarm, and the customer was unable to clear it. When she woke up the next morning, the insulin pump was working fine. Advised the customer that the insulin pump would be replaced. Nothing further was reported.